Manufacturer narrative:
When the sheath arrived at the boston scientific's post market laboratory it was first inspected, and no abnormalities were found. No issues with steering were found during the sheath's functional testing. Then, when the catheter was leak tested, they observed a steady flow of air entering the sheath during aspiration and fluid leaked from the valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath fluid leaked from the sheath's valve. The sheath was used without issue for the isolation of the pulmonary veins, then during mapping after the ablation portion of the procedure fluid started to leak from the valve. The procedure was considered completed at this time, so the sheath was not replaced. The faradrive is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath fluid leaked from the sheath's valve. The sheath was used without issue for the isolation of the pulmonary veins, then during mapping after the ablation portion of the procedure fluid started to leak from the valve. The procedure was considered completed at this time, so the sheath was not replaced. The faradrive has been returned and is awaiting analysis.